Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found evidence of an unknown dark contaminant to the front panel and bottom enclosure, an unknown dust contaminant on the blower and blower seal. The manufacturer found evidence of sound abatement foam degradation. . The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were inconsistent with unknown dark contaminant to the front panel and bottom enclosure, an unknown dust contaminant on the blower and blower seal. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.